Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. The needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Corrected information: additional information was received that indicates this event does not meet malfunction reportability criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-04744 and medwatch 2210968-2011-04745. The same patient is represented in each medwatch.